Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the unit had a 3/4 alarm due to the manifold hoses leaking causing sieve bed saturation. Therefore, the complaint of the unit shutting off without any alarms or lights was not confirmed.

Event description:
Provider states the unit shuts off without any alarms or lights.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the unit shuts off without any alarms or lights.